Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the damage to the proximal end of the reload laminates could be seen through the reload lumen. Due to the noted damage, further functional testing was precluded. It was reported that the knife blade was difficult to retract, instrument broke and the instrument was locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing "do not remove until loaded". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic hartmann procedure, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6), sigphandle, sig power sigphandle handle (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hartmann procedure with planned to create a temporary covering stoma, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a strange noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.